Manufacturer narrative:
Additional information: h6, h10. Device evaluation: one smiths medical pvc - portex tube blue line ultra (blu) was returned for analysis in a used condition. Visual inspection was performed under normal conditions of illumination and no discrepancies were found in the returned sample. During analysis, the cuff of the returned sample was inflated using a syringe and the product was immersed in the water in order to detect any leakage and burble was noted coming out of the tube of the inflation line of the returned sample. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information received a smith medical tracheostomy/pvc - portex tubes blue line ultra (blu) was assessed at precheck and no anomaly was discovered, however after intubating the patient a leak was noted coming from cuff. This would require and trach change out and risk airway control if tracheostomy was not chronic use. No patient injury was reported.